Event description:
It was reported that an ilet user experienced hyperglycemia with a highest reported glucose of 400 mg/dl and high glucose alerts after reverting from prescribed u200 insulin to u100 following a perceived pump issue; the user changed supplies the prior day and used an inset infusion set, and later reset the pump and resumed u200 per guidance after discussing high glucose management with the healthcare provider. Symptoms included no physical symptoms reported despite elevated glucose. Outcomes included device troubleshooting and education, with guidance to allow at least 90 minutes after a factory reset for glucose response. Investigation included review of user-reported history, infusion set lot information, and troubleshooting steps with education on insulin concentration use and pump reset. Investigation of this case revealed that the cause of hyperglycemia was unclear, with contributing factors possibly related to use of a different insulin concentration and user management of high glucose, while no infusion site issues were observed by the user. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.